Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high capture threshold. The lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.